Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on lamp, the lamp is easy to burn out and due to poor contact of fan, the sound of rotating fan is not stable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on lamp, the lamp is easy to burn out and due to poor contact of fan, the sound of rotating fan is not stable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited connection problems where images were not displaying during inspection for use. There were no reports of patient harm.